Event description:
It was reported that during a peripheral angioplasty procedure, the balloon failed to deflate. A bmq balloon catheter had been advanced to treat an unspecified lesion in an arm fistula. The physician attempted to inflate the balloon to an unspecified pressure, but noted that the balloon "only got to low atmospheres (atms), probable 6-8 atms". The balloon inflated "slowly" and would not fully expand; however, the procedure was able to be completed with this device. Then, the balloon did not deflate. The physician pulled negative pressure with an unspecified syringe to deflate the balloon. The balloon deflated "some". The balloon catheter was removed from the pt and noticed to be still "partially inflated". There were no pt complications reported with the pt's current condition listed as "fine".